Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare provider regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins was dead and had not worked for 4 years. The caller stated the patient had no control device for their ins. No symptoms reported. No further complications were reported or anticipated.